Manufacturer narrative:
Conclusions: this MDR is related to MDR # 1835959-2014-000219 and is for c-slh-4s-7x10 device 2 of 2. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unk. With the info available at this time, it appears the root cause of the pt's need for reoperation was related to the boston scientific pinnacle mesh which is not a cook biotech incorporated manufactured device. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a follow-up MDR will be filed.

Event description:
The pt was reportedly implanted with two biodesign surgisis 4- layer tissue grafts and a boston scientific pinnacle mesh on (B)(6) 2012, at wishaw general hospital in (B)(6), for repair of pelvic organ prolapse. The surgery was performed by dr (B)(6) and dr (B)(6) . Upon routine follow-up, the pt complained of pain and bloody vaginal discharge. She was readmitted to the hospital and on (B)(6) 2013, dr (B)(6) trimmed the boston scientific pinnacle mesh. The pt required the boston scientific pinnacle mesh to be trimmed further on (B)(6) 2014 by dr (B)(6). The pt and her attorney have alleged that as a result of these products being implanted in the pt, the pt has experienced pain, injury, bleeding, and has undergone additional surgical procedures. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type / to what extent intervention was performed; specific correlation between device performance and alleged injury; current pt status. Investigation into this claim included: a review of the claim allegations; a review of the device history records which indicated the device was manufactured to specifications; a review of the biodesign surgisis tissue graft IFU (B)(4); a review of the cbi complaint system; and all other communication and investigation into this report/ claim is being handled by our attorney.